Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48 mm evoque procedure. On post operative day sixty-nine, subclinical thrombosis in the prosthesis was confirmed by diagnostic testing during the hospital stay. Medication was given. The event is ongoing. No symptoms reported.